Manufacturer narrative:
Information provided noted that the issue was not with the defibrillator product but rather the information center (B)(4).

Event description:
The customer reported the screen of center for monitoring not display. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the screen of center for monitoring not display.there was no report of patient involvement.